Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while putting on the infusion, the clip that went on the device fell off. This was the first time that he had this issue. No further information available.